Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in belfast, united kingdom. Through review of the final clinical study adverse event listings, it was reported that a patient experienced hematoma. As no further notification was received regarding this adverse event, no further information is available. No CAPA was opened because of this event. Hematoma is a known potential complication that can occur due to catheters institu for extracorporeal therapy. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing a hematoma after hemolung therapy ended. Therapy had been provided as intended. No further information was provided.